Event description:
The customer reported that their central nurse's station (cns) is displaying "windows bsod" error.

Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at adventist health bakersfield reported cns gets the "windows bsod" error on mu-971ra with serial# 429. Investigation summary root cause of the issue was identified to be hard disk failure. Warranty of the device was valid till (B)(6) /2010. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: medium.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying "windows bsod" error. Nihon kohden technical support informed the customer that the displayed error message means that the cns hard drives have failed. No harm or injury was reported. The customer will be receiving new hard drives in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) is displaying "windows bsod" error.